Event description:
It was reported that the patient 's vns was explanted due to lack of efficacy. The explant date, explanting surgeon and facility were unknown. Additional information was received from the neurologist stating that the patient's generator was disabled years ago due to increased seizures. The physician could not provide details about when the device disablement date, explant date or any other relevant information.

Manufacturer narrative:
Review of the available programming and diagnostic history.